Event description:
It was reported that the patient experienced withdrawal four times due to the pump running empty 2-3 weeks before the refill date. It was noted that no alarm was heard. The pump was explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.